Manufacturer narrative:
Serial number unknown. Device repairs for implementation of field change order (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that they were getting an error message when trying to do a discharge. The patients are discharged, however they still appear. There was no patient incident.